Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use of the bd angiocath plus¿ venous catheter the customer stated ¿there was leakage between hub and IV set.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: the nonconformance cannot be confirmed as no sample was returned for investigation.